Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 05-feb-2019, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal history matched the active basal program settings. The customer alleged the delivered basal was 0.025 units less than the intended basal delivery total, and did not believe the basal history was accurate. The patient experienced a blood glucose of 18.9mmol/l while on the insulin pump with no symptoms. The alleged bg excursion does not meet animas' criteria for a serious injury. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-nov-2019 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of a delivery malfunction. According to the pump delivery and basal total daily dose (tdd) history, the pump was delivering the programmed basal rate. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The total daily doses calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
New information was received from the reporter indicating there was no allegation against the pump.